Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported that during drain 4 out of 4, having drained 1200ml out of an expected 2000ml, an air detected in cassette warning occurred. Patient removed the cassette from the liberty select cycler and observed a fluid leak. Patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the fluid leak. There was no medical intervention. The cassette was discarded.

Event description:
"."

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.